Event description:
As of 3-3-98, pads have not arrived at laerdal. On 2-14-98, during a call involving a 75kg, 60 yr old male pt in cardiac arrest whose skin was dry and hair was light, the electrodes failed. Paramedics arrived with the fire dept. Paramedics used a lifepak 10 with r29710 pads and a solid physio cable. The pads were placed on the pt and a 200 j shock was delivered. The pads arced slightly. The paramedics pushed on the pads and shocked at 300j. The pads arced again so the paramedics again pushed on the pads to re-affirm contact. The pads were not replaced or re-attached. A third shock at 360j was delivered which sent a large arc through the foam baking of the pads, out through the cables attached to the electrodes and out of the cables, causing minor burns to the pt. New pads were placed on the pt and used for pacing only. Ems stated no electrical "epi or balcor." The pt was transported for 6-8 mins to a hosp, worked on in the hosp for approx 10 min and was pronounced.